Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the the extra vascular (ev) lead exhibited high impedance, high thresholds, small p-waves and failed defibrillation tests. The ev lead was attempted to be placed with four tunnels. Pulling the lead downwards made the sensing worse. It was noted that tunneling was generally challenging due to left lateral access and the need to navigating rib attachments. A noticeable amount of air was now in substernal space and could not be resolved with valsalva maneuver. Following a failed defibrillation test the patient had to be externally shocked out of the induced fine ventricular fibrillation (vf). Due to the anatomical constraints the ev lead implant attempt was abandoned and the lead was removed and replaced with a conventional implantable cardioverter defibrillator (ICD) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the extravascular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the extravascular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.